Manufacturer narrative:
(B)(4). Date sent: 7/12/2016. Batch # n54211. (B)(4). Additional information per user facility medwatch #(B)(4): during gastric sleeve gastrectomy, after the first load, there was slightly more bleeding than normally seen and it appeared that there was a deformity of the stapler. The jaws were not aligned. The surgeon noted the first staple line was even and intact, however, included running sutures over the area to ensure it is intact. The bleeders along the staple line were hemoclipped. Approximate blood loss was 30ml. The analysis found that one psee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did not fire the staple load correctly? Was the staple line complete? Were the staples malformed? Did the device start to fire then stop without a cut line or staple line? Was told that it seemed like proximal firing jumped which caused an incomplete staple line. Because of this, surgeon over sewed staple line with no adverse events.

Event description:
It was reported that during a sleeve gastrectomy procedure, the jaws appeared bent and did not seem to fire the staple load correctly. The surgeon over sewed the staple line and another like device was used to complete the procedure. There were no adverse consequences for the patient.